Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse could not duplicate issue. Observed not charging in logs when pump was on. Replaced power management board as precaution. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of the battery not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. The most probable root cause as per the cardiosave dfmea for "power management board" and "battery will not charge" is "component reliability or unseated pcb".

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) batteries were not charging. No patient harm and injury reported.